Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient's treatment for this event was not reported. The cause of the peritonitis was not reported. The patient was reported to be recovering from the peritonitis at the time of the report. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information about this event was received. The patient did not respond to the treatment for peritonitis and was scheduled for catheter removal. The hp was transferred to hemodialysis 34 days after the onset of the peritonitis. The patient was not recovered from the peritonitis at the time of the report. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.